Event description:
Procedure type: law anterior resection/double stapling. According to the reporter: after stapling was done, it was noticed that the staple line was not complete. Additional resection and re-anastomosis was done. No bleeding. Nothing fell into the pt's cavity. Extended more than 30 minutes. No pt info available. No pt injury was reported.

Manufacturer narrative:
(B)(4).